Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that adaptive stimulation for certain positions were not set correctly and therefore the cause of why stim was changing on its own. Issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that stimulation was changing unexpectedly. Patient thought something was going on with the controller. Patient stated ins was usually set between 2 and 3, when this occurred he thought it was at 2.6. Patient reported on 2 occasions the stimulation jumped up to higher settings (5.2). Patient noted that both times he was in the sitting position when it happened; once he was in pool therapy with ankle weights/ floaties. Patient stated the patient programmer was not in use when these events happened. Patient reported that sometimes when they are walking the stimulation would hit hard the shut off; sometimes stimulation stayed on for 10 seconds then shuts off before it starts again. Patient stated since the issue began it was never just stimulated. Patient mentioned he also noticed it took longer to charge. After the first time stimulation jumped up, patient decreased stimulation to 1 before he went into water therapy but noted the stimulation jumped up while he was in the pool. No further complications were reported/anticipated.